Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced the following symptoms post implant: bradycardia, perforation, diaphragmatic stimulation, nerve stimulation, chest pain and pericardial effusion. The following issues were noted on the right ventricular (rv) lead: suspected loss of capture, high impedance, polarity switch and perforation. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.